Event description:
The customer reported that her olympus visera pro video system center was displaying an intermittent image during an unspecified procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The subject device has been returned, but an initial evaluation has not yet begun. The investigation is on-going, and a supplemental report will be provided should additional information become available prior to the conclusion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the intermittent image was unable to be identified. Olympus will continue to monitor field performance for this device.